Event description:
During a routine inspection, it was reported that the device failed the user test. Physio-control evaluated the device and found that it would intermittently fail to recognize the therapy cable connection. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigated the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.